Event description:
After a successful renal angioplasty procedure, the catheter balloon would not deflate. The catheter and 6 french introducer were removed as a single unit with no pt injury or further complications being reported. No replacement was needed as the procedure was completed using the reported product.